Manufacturer narrative:
Bayer case number: (B)(4). Head pain [head pain], extreme fatigue [fatigue extreme], loss of concentration [concentration loss], loss of memory [loss of memory], joint pain & muscle pain [arthromyalgia], significant sleep difficulties resulting in a lot of fatigue and difficulty concentrating. [Difficulty sleeping]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 02-dec-2024. The most recent information was received on 10-dec-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of headache ("head pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On unknown date she experienced headache (seriousness criterion medically important), fatigue ("extreme fatigue"), disturbance in attention ("loss of concentration"), amnesia ("loss of memory"), arthralgia ("joint pain & muscle pain") and insomnia ("significant sleep difficulties resulting in a lot of fatigue and difficulty concentrating."). At the time of the report, the headache, fatigue, disturbance in attention, arthralgia and insomnia had not resolved. The outcome of amnesia was unknown. No causality assessment was received for essure with regard to headache, fatigue, disturbance in attention, amnesia, arthralgia or insomnia. The reporter commented: period of onset: for the past few years. I found the report from the procedure but no information was given to me regarding the composition of this implant. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-dec-2024: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4). Head pain [head pain] extreme fatigue [fatigue extreme] loss of concentration [concentration loss] loss of memory [loss of memory] joint pain & muscle pain [arthromyalgia] significant sleep difficulties resulting in a lot of fatigue and difficulty concentrating. [Difficulty sleeping]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 02-dec-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of headache ("head pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2009, the patient had essure inserted. On unknown date she experienced headache (seriousness criterion medically important), fatigue ("extreme fatigue"), disturbance in attention ("loss of concentration"), amnesia ("loss of memory"), arthralgia ("joint pain & muscle pain") and insomnia ("significant sleep difficulties resulting in a lot of fatigue and difficulty concentrating."). At the time of the report, the headache, fatigue, disturbance in attention, arthralgia and insomnia had not resolved. The outcome of amnesia was unknown. No causality assessment was received for essure with regard to headache, fatigue, disturbance in attention, amnesia, arthralgia or insomnia. The reporter commented: period of onset: for the past few years I found the report from the procedure but no information was given to me regarding the composition of this implant. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.